Event description:
Philips received a complaint on the v60 ventilator indicating that there was a machine pressure sensor autozero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
The replaced data acquisition (da) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation. The pil technician performed functional analysis of the returned da pcba and the part passed the testing. The pil technician verified that the average machine and proximal pressure were within the expected range at 0 cmh2o. The pil technician could not duplicate the alleged machine and proximal pressure sensor autozero failed alarm. The returned da pcba operated on the pil test v60 without issue, so it was determined that no fault was found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The field service engineer (fse) ran the device at the philips repair center, but the issue did not reoccur. The fse confirmed a machine pressure sensor autozero failed error code in the device event log, so the data acquisition (da) printed circuit board assembly (pcba) was replaced. The fse performed a running test and function test to confirm the device was returned to full functionality. The investigation concludes that no further action is required at this time.